Event description:
It was reported that the subject device's lead (cable) was broken and wires were exposed. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was provided by the customer: the issue was identified during reprocessing. The unspecified procedure was completed with the same device with no surgical delay. There was no patient involvement at the time the issue was identified.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d8, e2, e3, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Olympus will continue to monitor field performance for this device.